Manufacturer narrative:
Updated fields: b4, b6, b7, d4 (version or model#), g4, g7, h2, h6 (component codes), (health effect-impact codes), h10. Corrected fields: d1, g1 (contact person mfg site), h4. A getinge field service engineer (fse) evaluated the unit and was unable to reproduce the reported failure. The unit passed all functional and safety testing to manufacturer specifications, returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
A field service engineer has inspected the unit and was unable to replicate the reported issue. In addition, the reported failure has not been recorded in the fault logs. The touch screen is planned to be replaced as a precautionary measure. Further information requested. A supplemental report will be submitted upon receipt of additional information. (B)(6).

Event description:
It was reported that during use on a patient on with acute myocardial infarction that the cardiosave unexpectedly shutdown with out alarm and the touch panel is not working. Additionally, it was reported that percutaneous cardiopulmonary support (pcps) was used concomitantly as well. The iabp was re-booted and worked normally however, the unit was replaced for another as a precautionary measure on the same day without incident. Both the waveforms of arterial pressure and ECG had been displayed properly on the monitor when pumping stopped unexpectedly. The touch screen wouldn¿t respond although start key was pressed. Therefore other keys were pressed several times by a medical engineer. The trigger changes recorded in the fault logs seems to be the same timing of pressing other keys after unresponding of start key. Only the start key was unable to be pressed after pumping stopped although other keys were responding. There was no patient harm and no adverse event reported.